Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and an obturator sling was implanted on (B)(6) 2012. The patient presented with post operative pain and underwent a sling removal procedure from the mid-urethral position. The patient was referred for neurological assessment.

Manufacturer narrative:
(B)(4)